Manufacturer narrative:
Citation: cangut, b. Md. Treatment of iatrogenic acute aortic type a aortic dissection complicating transcatheter aortic valve insertion: a case report. Journal of thoracic and cardiovascular surgery techniques. 2020; 3:68-69. Doi:10.1016/j.xjtc.2020.07.023. Earliest date of publish used for event date. Medtronic products referenced: enveo r delivery system (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (lot number) was provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old female patient with a history of scleroderma and severe aortic stenosis who was implanted with a medtronic evolutr transcatheter bioprosthetic aortic valve. The serial and lot numbers were not provided. During the implant, the delivery catheter system (dcs) met resistance at the aortic arch. The dcs was pulled back and rotated, then advanced without difficulty. The valve was positioned at 4 mm and an echocardiogram indicated trivial paravalvular leak (pvl) and an acute ascending aortic dissection. The valve was fully deployed, and the patient was placed on cardiopulmonary bypass (cpb). The valve and surgical adhesive were used to repair the aortic root and a polyester graft replaced the ascending aorta. The patient recovered well and was discharged one week later. No additional adverse patient effects were reported.